Manufacturer narrative:
Not returned to manufacturer.

Event description:
Anaphylactic shock [anaphylactic shock]. Allergic reaction (characterized by low back bain, knee pain, and breaking out in a rash) [hypersensitivity]. Used for chondromalacia in right knee [off label use of device]. This serious spontaneous report was received from a health professional in united states. This report concerns a (B)(6) female who experienced anaphylactic shock, allergic reaction (characterized by low back bain, knee pain, and breaking out in a rash), and was used for chondromalacia in right knee during treatment with euflexxa (sodium hyaluronate) solution for injection, weekly for 3 weeks, for chondromalacia from (B)(6) 2016. It was reported that the patient recently received a series of euflexxa injections. The patient reported to the medical assistant on (B)(6) 2016, 6 days after her last euflexxa injection, that she had lower back pain and knee pain as well as, breaking out in a rash. She also reported on 27-may-2016, she went into anaphylactic shock and was admitted to the hospital (per report, patient was in the hospital for two to three days). It was reported that her doctors came to the conclusion that her reactions were the result of an allergic reaction to the euflexxa injections. It was reported that the patient has since improved. Action taken with euflexxa was dose not changed. On an unknown date, the outcome of anaphylactic shock was recovered, the outcome of allergic reaction (characterized by low back bain, knee pain, and breaking out in a rash) was recovered, and the outcome of (off label device use) used for chondromalacia in right knee was unknown. The following concomitant medication was reported: clonazepam, lisinopril, gabapentin. At the time of reporting the case outcome was recovered. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: case number, others = (B)(4). This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive, because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer or requested by regulators.